Event description:
Small burns on his back, redness and pain [thermal burn]. Red blisters on his lower back [blister]. Case description: this is a spontaneous report from a contactable pharmacist. A male patient approximately in his 40's of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date for back pain. Medical history included severe back pain for which the patient was taking "several mda medications". Concomitant medications included "several mda medications" for back pain from an unspecified date and unknown if ongoing, diclofenac sodium (difene) spray gel from an unspecified date topically twice daily and ongoing and fentanyl (duragesic) topically from an unspecified date at 75 mcg per hour every 3 days and ongoing. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication and experienced no adverse effects. The reporter stated the patient used the heatwrap once on an unspecified date in (B)(6) 2015 and felt discomfort where the heatwrap had been placed. Upon removing the heatwrap, he discovered red blisters and small burns on his lower back. At the time of the event, the patient was taking diclofenac sodium (difene) spray gel but had not sprayed it on the area before applying the heatwrap. The pharmacist did not consider the event to be serious and considered there was at least a possibility the event was related to the thermacare heatwrap. The patient had used thermacare regularly and this was the first time he had experienced a problem. The patient denied having the following medical conditions: diabetes, rheumatoid arthritis, heart disease, poor circulation, neuropathy, skin allergies, memory or cognitive concerns. Relevant lab tests/findings were unknown. Action taken in response to the events for thermacare heatwrap was permanently withdrawn after 1 day of treatment. No surgical intervention such as debridement was required as a result of the event. Therapeutic measures taken included aqua flex burn gel and "burnshield cream". Clinical outcome of the event was unknown. It was reported it was unknown whether the patient would experience any long term sequelae such as scarring. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2015): follow-up attempts completed. No further information expected. Follow-up ((B)(6) 2015): new information received from the contactable pharmacist includes: patient details, suspect product indication, additional concomitant medications, action taken with suspect product, event onset date, reaction data (additional event of blister) and additional therapeutic measures taken. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the events thermal burn and blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn and blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability.

Event description:
Small burns on his back [thermal burn]. Case description: this is a spontaneous report from a contactable pharmacist. A male patient of unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date at an unknown frequency for an unspecified indication. Medical history included back pain for which the patient was taking unspecified medication and also 'using pain killing patches'. Concomitant medications included unspecified medication and also 'using pain killing patches' both for back pain on unspecified dates and unknown if ongoing. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication and experienced no adverse effects. On an unspecified date, the patient experienced small burns on his back. The patient stated that he had used thermacare regularly and this was the first time he had experienced a problem. Action taken in response to the event for thermacare heatwrap was unknown. The patient was currently treating the burns with 'aqua flex' burn gel. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event thermal burn as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event thermal burn as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.